Event description:
Customer stated that he tested his blood glucose using his contour meter and received a reading of 307 mg/dl. He also tested using a medisense meter and received a reading of 136 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically siginificant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement will be sent.